Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that the float switch on the level 1 hotline low flow system (hl-90) was not working. The product problem was observed during testing/maintenance by the manufacturer of the device. There was no patient involvement.